Event description:
Surgeon was using 1.3 mm drill bit from mini max extreme set (orthohelix) and it broke off into the right great toe. Drill bit left in patient due to position. FDA safety report ID # (B)(4).